Event description:
Femur fracture occurred the day after the primary surgery. The fracture was fixed with 4 cerclage cables, medacta has been informed on (B)(4) 2013. Please reference MFR report # 3005180920-2013-00038.